Manufacturer narrative:
B3: month and year of event have been provided. Day is unknown. One device was received for evaluation. The complaint was confirmed. During visual inspection it was noted, that the liquid crystal display (lcd) lens was cracked and the battery door was cracked. Replaced the lcd lens, cracked battery compartment and lock. The unit passes, all functional tests after the repairs. The product's history records were reviewed. And there were no non-conformances nor service-related issues, that would have resulted in the reported complaint.

Event description:
It was reported, that the pump was not detecting lock. Occurred, during testing. There was no patient involvement.